Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that a right ventricular leadless pacemaker exhibited an unspecified conductive telemetry issue. Further information was requested but not received. Patient symptoms and condition were unknown.

Event description:
Related manufacturer reference number: 2017865-2025-53859. New information received noted that i2i communication throughput was decreased leading to a loss of sensed events and increased markers with no regularity when programming the device to dual chamber mode. System was also in a "programmed pacing off" mode, possibly due to outdated programmer software. It was suspected that changing the device between "programmed pacing off" to aai + vvi mode may have caused the issues. The programmer software was updated, leadless pacemaker system was reinterrogated, and the issues were resolved.